Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06176. It was reported the patient's scs trial leads were explanted on (B)(6) 2015 and following the explant the patient began to experience blurry vision, dizziness, and headaches due to a possible dural tear. The patient met with his physician on (B)(6) 2015, at which time a blood patch was performed. The patient's headaches have reportedly resolved and they are doing well following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.